Manufacturer narrative:
Attempts to obtain additional information were unsuccessful. The sales representative was not aware of further details with this case. This investigation would be updated should further information be provided.

Event description:
It was reported that this implantable pulse generator (pacemaker) switched into safety mode, a device status that permanently limits available therapy to specific settings. Technical services reviewed the case and suggested to replace this device as soon as possible, as critical therapy may be compromised. This pacemaker remains in service and no adverse patient effects were reported.